Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verioflex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when a product specialist reviewed the call. The pharmacist was unable to say when the alleged issue started but she claimed that on an unknown date and time, the patient obtained an alleged inaccurately high blood glucose result of "180 mg/dl" on the subject meter compared to "120 mg/dl" on a onetouch vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results does not meet lfs' accuracy criteria. The patient manages her diabetes with insulin (self-adjuster). The reporter indicated that as a result of receiving alleged inaccurate high readings, the patient increased her dose of lantus insulin from 32 units to an unknown higher dose. The reporter alleged that an unknown time after increasing her insulin dose, the patient developed symptoms of "tired." No additional treatment or intervention was specified by the reporter. At the time of troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. However, it was not possible to establish whether the patient had followed the correct testing steps, whether the test strips had been stored correctly or whether the test strip vial was cracked or broken. The reporter indicated that a control solution test conducted at the pharmacy was in range, but she was unable to recall the result. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms of severe hypoglycemia nor receive treatment for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved after troubleshooting.